Event description:
(B)(4). Same patient as MFR ID: 2134265-2011-04600, 2134265-2011-04599, 2134265-2011-04729, 2134265-2011-04730. It was reported that during a stenting treatment procedure, vessel dissection occurred. (B)(6) 2010: the patient presented for a staged procedure. At that time, cardiac catheterization revealed a diffuse 80-90% stenosed narrowing within the proximal and mid right coronary artery (rca) with dense calcification. A 0.014, luge wire was advanced into the distal rca. A 2.5x6mm boston scientific cutting balloon was advanced and used to predilate the lesion. This resulted in a contained grade f flow limiting dissection within the midvessel and slow flow within the distal vessel. There was associated chest discomfort and st segment elevation. A 2.5x20mm maverick balloon was advanced and inflated resulting in improvement in the dissection and flow. Then a 3.0x38mm taxus liberte stent was advanced and deployed in the mid-proximal rca and a 3.0x24mm taxus liberte stent was advanced and deployed from the mid through the ostial segment and overlapping with the first stent. The stents were post dilated with a 3.25x15mm non-compliant balloon. Intravascular ultrasound and angiography revealed excellent stent expansion, timi-3 flow and no evidence of residual dissection or flow disturbance. Her EKG was normal and the patient denied chest discomfort. The patient was discharged the next day on aspirin and prasugrel.

Manufacturer narrative:
Patient identifier: (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).